Event description:
It was reported that customer experienced repeated cartridge alarms identified as alarm 20 and stated that problem occurred multiple times, leading customer to stop using pump and to revert to daily injections instead. There was no reported impact to the customer¿s blood glucose level. Ultimately, the pump was replaced by technical support.